Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence related to urethral atrophy, leading to a cuff replacement procedure. A new smaller cuff was implanted. No additional complications were reported and the patient was set to recover.